Event description:
Philips received a complaint on the v200 ventilator, indicating that the screen display is not clear. It is unknown if the device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts were made to retrieve device use, device evaluation, repair, and operational status on 12/20/2022, 12/21/2022, 12/28/2022, 01/04/2023 and 01/11/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00027. All information from the original report(s) has been transferred to this report.